Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded and or loose drive support disk, minor scratched display window, and cracked reservoir tube lip. The device was unable to prime during the prime test due to protruded and or loose drive support disk. No compromised force sensor system alarm noted during testing. The device alarmed motor error during the basic occlusion test due to protruded and or loose drive support disk.

Event description:
It was reported that the customer received a compromised force sensor system alarm from her insulin pump. The customer's blood glucose level was 64 mg/dl. Standard troubleshooting was performed. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.